Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no complaint related anomaly. There are warnings in the package insert that state that this type of event can occur: ¿intraoperative or postoperative bone fracture¿ and ¿material sensitivity reactions¿ and ¿particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid.¿ and "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015- 00559 / 00560).

Event description:
It was reported that patient underwent an orthopedic salvage knee procedure on (B)(6) 2001. Subsequently, patient was revised on (B)(6) 2015 due to femur and porous stem fracture. Metallosis was also found within the joint. It is unknown what caused the fracture, but the taper looked as though the pieces had separated or fell apart.